Manufacturer narrative:
The % restenosis of previously reported stenosis was 90%. The patient was treated with an inpact pacific balloon 2.5 weeks later. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion located in the sfa and popliteal of the left leg. The patient suffered restenosis of the left sfa/popliteal approx 21 months post index procedure that was treated approx 2 months later with unknown deb and stenting. The investigator assessed that the event was not related to the device, procedure or drug. The event was resolved.

Manufacturer narrative:
Cec adjudicated that the reported event was related to the device and not related to the procedure or drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.